Event description:
It was reported that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.